Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 8278811 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples and one physical sample were returned for evaluation by our quality engineer team. Due to current sample handling restrictions, the sample was visually inspected only. Through visual inspection of the samples, the exact location of leakage was not identified. The leakage most likely was related to the tap component. At this time, an exact cause related to the manufacturing facility could not be identified for this reported incident. H3 other text : see h.10.

Event description:
It was reported that 4 connecta plus3 blue leaked. The following information was provided by the initial reporter: "clinical feedback that leakage occurred when using connecta for intravenous injection, at that time, the indwelling needle was connected to the screw port of the connecta, and the infusion set connected in parallel with the screw port, the medicine was injected at the lower end of the tee, and the leakage position was at the upper end of the connecta. Similar liquid leakage occurred after continuously replacing 4 three-way links."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 connecta plus3 blue leaked. The following information was provided by the initial reporter: "clinical feedback that leakage occurred when using connecta for intravenous injection, at that time, the indwelling needle was connected to the screw port of the connecta, and the infusion set connected in parallel with the screw port, the medicine was injected at the lower end of the tee, and the leakage position was at the upper end of the connecta. Similar liquid leakage occurred after continuously replacing 4 three-way links."